Event description:
It was reported that the user received an ¿unable to proceed¿ alert while attempting to fill the tubing with an elevated blood glucose of 200 mg/dl and noted the connector was harder than usual to attach to the ilet pump; after changing the connector and tubing, the supply change was completed without further issues. Customer care provided remote troubleshooting including replacement of the implicated connector and tubing. Investigation of this case revealed a suspected connector fitment or interface issue with the infusion set connector component, which resolved with replacement, and no ongoing device malfunction was observed. Symptoms included no injury and no adverse clinical effects. Outcomes included no impact beyond transient interruption of use and restoration of therapy after troubleshooting, with no hospitalization and no emergency treatment. It was concluded, based on previously established findings for similar reports, that the cause was probable user interface or component fit variability.